Manufacturer narrative:
A customer in france notified biomérieux of obtaining false high igg avidity index results for two (2) pregnant patients in association with the vidas® toxo igg avidity 30 tests (ref. (B)(4), lot 1007856750). In response to the customer complaint, biomerieux conducted an internal investigation. The customer returned sample was tested in duplicate using the customer lot and a random lot; all results obtained either an intermediate or high avidity level. This indicated the result obtained for customer¿s sample is not linked to a specific batch of vidas toxo igg avidity. The vidas® toxo igg avidity 30 tests ref. (B)(4), package insert states ¿interference may be encountered with certain sera containing antibodies directed against reagent components. For this reason, assay results should be interpreted taking into consideration the patient history, and the results of any other tests performed. This test should not be used as an initial pregnancy screening test for pregnant women, nor as a substitute for tests confirming the presence of igg and igm. This test has not been validated: for newborn babies; for patients suffering from chronic toxomplasmosis (with persistant symptomatic lymphadenopathy); for immunocompromised patients; in cases of endogenous or exogenous reinfection by toxoplasma gondii. Results cannot be validated for patients who have received blood transfusions or other blood products within the past few months. Test interpretation may be erroneous if the patient has previously received anti-parasitic treatment, since this may affect igg maturation kinetics during infection (7)¿. Review of the manufacturing and quality control records found no anomalies during manufacturing. Lot 1007856750 met all quality control release criteria. Analysis of the control cards of six (6) internal sera showed lot 1007856750 is on trend with other vidas® toxo igg avidity 30test lots. Compliant trending analysis was performed from (B)(6) 2019 to (B)(6) 2020, and showed no recurrence of customer¿s issue with lot 1007856750/210103-0. The root cause was not determined. The false high avidity level obtained by the customer was reproduced; however, the result obtained for customer¿s sample is not linked to a specific batch of vidas toxo igg avidity. The investigation determined lot 1007856750 is performing as intended. Refer to section h10.

Event description:
A customer in (B)(6) notified biomérieux of obtaining false high igg avidity index result for a pregnant patient in association with the vidas® toxo igg avidity 30tests (ref. 30222, lot 1007856750). The customer confirmed the patient had a medical history of negative toxoplasmosis serology; the high igg avidity index was obtained during the seroconversion step. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux has initiated an internal investigation. Note: reference 30222 is not registered in the united states. The u.s. Similar device is product reference 30222-01.